Event description:
Device complication: none, time of complication: 30 day follow up, symptoms: minor facial paresis. It was reported that the patient's pre-procedure nih score was 0. At the 30 day follow-up appointment, the patient's nih increased to 2 due to the patient missing the date and minor facial paresis. The patient had open heart surgery performed between the index procedure and the 30 day follow-up. No additional information is available.